Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the clinic for follow up, measurement diagnostic issue was observed on the device. Device was appropriately sensing and pacing however rv cardiac signals were saturated. No iegm anomalies were observed on remote transmissions via merlin.net. Radio frequency telemetry resolved the issue. Patient was stable and will continue to be monitored with rf telemetry.